Event description:
It was reported that an occlusion alarm occurred, and the customer's blood glucose level read as "high," indicating it was over 500 mg/dl. The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections and resolved the issue by changing the infusion set and cartridge before resuming insulin delivery. No third-party assistance was required, and the customer reported taking similar actions for previous occlusion events. The technical support team planned to close the case as no further assistance was necessary.